Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 569 mg/dl and the cause was not known. The customer was treated in the emergency room (ER) and was treated 15 units of insulin. After 4.5 hours, the customer left the ER feeling better with a bg of 369 mg/dl.